Manufacturer narrative:
Explant due to unknown reasons was reported. The investigation found that there was a tear noted in leaflet 3. A thin layer of fibrin was present on the leaflet 2. No inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined, however the thinning and loss of collagen fibers noted could have contributed to the tear.

Event description:
It was reported that on (B)(6) 2021, a 27mm mitral epic valve was implanted into a patient. On (B)(6) 2023, the valve was explanted due to unknown reasons and replaced with an unknown valve. The patient status was reported as unknown. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.